Manufacturer narrative:
(B)(4). The customer did not send the device to baxter for evaluation. Therefore, the reported condition of a luer becoming separated from the tubing could not be confirmed. Should the sample and/or additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that an infusor lv 1.5 device had its distal end luer cap become detached from the tubing of the infusor. Therefore, the sterile fluid pathway was breached. This condition was discovered during patient use. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.